Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he went to the emergency room and was hospitalized in the coronary care unit. Blood glucose at the time of the admission was 429 mg/dl. Customer experienced chest pain and high blood glucose of 560 mg/dl. Customer stated he changed his infusion set the day prior and woke up with high blood glucose and it continue to go up despite boluses given; customer took off the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Customer was able to rewind and perform manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer removed the infusion set and the cannula was bent. Nothing further reported.